Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Review of the pump data showed that the pump battery depleted 30% within one day. In addition, the customer received multiple occlusion alarms over night. The customer woke up with a blood glucose (bg) level of (400 mg/dl). A correction bolus was delivered to address elevated bg level. Subsequently, the customer was taken to the emergency room (ER). Reportedly, the customer's blood glucose level did not return to target following the correction bolus. The customer arrived at the ER with a bg level of 467 (mg/dl) and moderate ketones. While in the ER the customer was treated with fluids. The customer's bg level was 227 (mg/dl) when released from the ER. Troubleshooting could not be performed with tandem technical support as the customer had already changed out all supplies prior to the call. It was indicated that the customer would continue to use the pump until the replacement pump was received.